Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures during self test and confirmed in the device history due to broken pin 6 trace on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio issue. The customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had loss of audio issue and the insulin pump failed the audio beep test. The insulin pump will be returned for analysis.